Event description:
Return reason: open circuit. Analysis determined: investigation found that the thermistor wire became detached from wire leads within thermistor causing an unstable reading. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Remedial action taken: no corrective action is necessary at this time. Bbnj is currently investigating possible causes into this failure type. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary. Each thermistor is 100% visually inspected and 100% continuity tested along with temperature reading verifications within a 37 degree c water bath. Inspection processes have been updated and are continually being evaluated for improvements.